Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during his manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The no delivery alarm was resolved by a complete set change. The customer does not want to return the reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. No further information was reported.